Event description:
It was reported customer had high blood glucose levels (300+ mg/dl). Customer removed cannula and noticed it was bent. Customer charged cannula and her health care professional made adjustments to pump settings.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.